Manufacturer narrative:
After receiving the call from the customer, olympus dispatched a field service engineer (fse) to the user facility. After evaluating the device, the fse stated that the user's report could not be reproduced during testing. The fse did note that the hospital uses 3rd party service to install their non-olympus lamps. The fse disassembled the subject device and applied additional thermal paste. It was also noted that there was no dust inside the unit obstructing the ventilation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was producing an e103 lamp error during procedure preparation. According to the initial reporter, the staff turned the tower off, then later turned it back on and the error code was gone. The intended procedure was completed using the subject device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e103 indicates light source lamp failed to light up. Additional report was received stating that the facility used a non-olympus lamp; therefore, the phenomenon was attributed to a lamp failure caused by an unsupported lamp use. Olympus will continue to monitor field performance for this device.